Event description:
It was reported that there was a problem during calibration error 5 (inlet pressure out of range), error 80 (water check time out - unable to reach calibration temperature) and 81 (water check time out - difference between water temperature and reference temperature is greater than 2 °c). Per review of wo on 22may2025, there was no patient involvement. Per follow up information received via mail on 22may2025, device was sent in for a bd-approved facility for evaluation. Issue was not resolved. Per sample evaluation results on 05jun2025, it was reported that the fill tube was dirty.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue was isolated to inadequate maintenance by user. The arctic sun fill tube was evaluated upon receipt. Arctic sun 5000) no error code observed. Fill tube was replaced. Functional verification test. Ctu calibration. Device passed all applicable testing. The instructions-for-use are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. A DHR review is not required as the lot/serial number is unknown. Correction - d, f, h UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that there was a problem during calibration error 5 (inlet pressure out of range), error 80 (water check time out - unable to reach calibration temperature) and 81 (water check time out - difference between water temperature and reference temperature is greater than 2 °c). Per review of work order on 22may2025, there was no patient involvement. Per follow up information received via mail on 22may2025, device was sent in for a bd-approved facility for evaluation. Issue was not resolved. Per sample evaluation results on (B)(6) 2025, it was reported that the fill tube was dirty.